Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the balloon would not inflate. Additional information has been requested but not yet received.